Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. The patient stated that her implants were folded and ruptured. As a result, the patient underwent explantation. The date of explantation was estimated as (B)(6) 2020 based on available information. Since no contact information was provided, mentor was unable to follow up for additional information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of implantation and date of explantation. The date of implantation and date of explantation are 28-aug-2015 and (B)(6) 2020 respectively. The relevant fields have been updated. Manufacturer's reference number: (B)(4).